Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device was received with cracked case at display window corners and battery tube threads. The device was received with minor scratched liquid crystal display window. The unit received with broken reservoir tube lip.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. Customer stated that the insulin pump was not giving insulin. Customer was wearing the insulin pump during the emergency room visit. Customer's blood glucose was 525 mg/dl. Customer refused to troubleshoot high blood glucose stated wanted a insulin pump replacement. Advised customer the insulin pump would be replaced. No further information provided.